Event description:
Pt reported that she was receiving high blood glucose readings (300 mg/dl). She states that she is experiencing air bubbles in her infusion set tubing. The pt reported that she is using a filling service to prefil her insulin cartridges. She also indicated that her infusion device adapter is 2 years old. (Manufacturer recommended to change every 6 months). The pt stated that she administered injection therapy to reduce her blood glucose values. The pt reported that she does not experience any symptoms with high blood glucose but identified the high values as she tests her blood glucose 6-8 times a day. A replacement adapter was provided to the pt. The pt was educated on self filling the insulin cartridges. No medical assistance was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.